Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code vcp345; lot sd2aeu. Could you please clarify if the additional device belong to this complaint? No. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. The extra product doesn't belong to any complaint. If the device was not reported before, please provide more details of device malfunction. The extra product doesn't belong to any complaint. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The extra product doesn't belong to any complaint, you can discard it. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. N/a, the extra product doesn't belong to any complaint.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002. Device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported, that a patient underwent a gynecological procedure on (B)(6) 2023, and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/4/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received for product codevcp345; lot sd2aeu, however clarification is requested whether the product belongs to this complaint. The following additional information was requested: our failure analysis lab received the additional product with reference to this complaint, the following product was received: -product code vcp345; lot sd2aeu this complaint is for product code product code: vcp359h, lot sb2apz. 1. Could you please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure as vcp359h, lot sb2apz? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one tray with a needle-suture piece of product code vcp359h were received for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks by a surgical instrument and the hole was observed with suture remnant. In addition, the suture was examined and the end was cut. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.